Manufacturer narrative:
Combination product: yes. -

Event description:
It was reported that this rv lead was explanted due to increased shock impedance. During the surgery the associated ra lead was explanted. There was no complaint about it.

Manufacturer narrative:
Combination product: yes. Health care facility reported that there is no complaint against this lead. Report created in error. Please refer to the initial report for linox smart promri s 65 sn (B)(6). -